Event description:
Patient port accessed with 19g 3/4 inch powerloc huber needle and when the rn went to flush with saline, the cap closest to the patient came off and sprayed the patient with saline. The rn then placed a sterile clave on the port where the cap came off and completed the blood draw and port flush. No harm to patient.